Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window detached at the lapjoint section and kinks were observed on the imaging core. Microscopic inspection revealed the distal housing of the transducer to be completed with evidence of degradation from exposure to saline solution. Media inspection of the picture provided by the site showed no evidence which could relate to the reported allegation.

Event description:
Reportable based on device analysis completed on 08apr2022. It was reported that a catheter kink occurred. The 75% stenosed, 24 x 3.50mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion but during introduction it was noticed that the device was kinked. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed imaging window detachment.